Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the doctor noticed haptic was kinked while the lens was advancing in the eye. The doctor enlarged the incision, cut the lens in half and removed. Sutures were not necessary. The backup lens was implanted with no issue. Patient has no complications and has normal post-operative course.

Manufacturer narrative:
The delivery device was not returned to b+l for evaluation and the lot number was not provided; therefore a DHR review could not be performed. Based on the current information the root cause of the event could not be conclusively determined. However it is possible that user related factors such as loading or handling techniques and/or procedural factors such as lens and inserter interaction might have contributed to the event.